Event description:
Additional information was received reporting that there was additional surgical intervention performed as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: ¿ as found condition: the apollo catheter was returned for analysis within a shipping box, a plastic bio-pouch, and an open apollo inner pouch (b690810). ¿ visual inspection/damage location details: the apollo catheter was returned with a 1ml syringe attached to its hub with onyx residue within the syringe barrel. The syringe was removed from the apollo catheter hub. Onyx residue was found with the apollo catheter hub. However, no damage was found to the catheter hub. The apollo catheter body was found separated at ~138.7cm from the proximal end of the catheter hub. The tubing material at the separated end exhibited plastic deformation (jagged edges, necking) indicating the catheter likely separated due to tensile failure. ¿ testing/analysis: the apollo catheter usable length was measured to be ~132.7cm. When compared to the product drawing, ~34.8cm to ~29.8cm of the distal end of the apollo catheter was found separated and not returned. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that the patent was not recovered and was still hospitalized. They had experienced a posterior inferior cerebellar artery (pica) infarction related to the vasospasm and catheter tip being left. The case was not completed as expected due to the complications. The cause of the premature tip detachment and leakage was not determined. The tip detachment occurred upon catheter retrieval. There had been resistance when the apollo was being advanced due to superior cerebellar artery (sca) tortuosity. There was only 1.5cm of reflux and the apollo tip was not embedded in the onyx cast. It was reported that surgical/medicinal intervention was required.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report of an apollo catheter separation/break in the distal section. The patient was undergoing treatment of a ruptured arteriovenous malformation (avm). It was noted the vessel tortuosity was severe. It was reported that an onyx 18 was used with an apollo catheter (1.5cm) via the superior cerebellar artery (sca) and successfully embolized, with catheter retrieval. It was reported that during the procedure, the apollo catheter was unintendedly detached 17cm distally along with the tip. The detached catheter tip component (about 17cm) was entrapped/stuck and remained in the patient at the basilar artery- vertebral artery location. This event caused onyx leakage into normal vessel, but it was removed using an aspiration catheter and the solitaire. No friction or difficulty was reported during injection. Force was applied during delivery/retrieval. There was vasospasm. The catheter was not stuck inside the guide catheter. The reported device and any accessory devices were prepared and flushed as indicated in the instructions for use (IFU). Ancillary device used include the onyx 18 and solitaire.